Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when they removed the delivery device, they went back with the scope and found the capsule was sitting on the pharynx. It was recovered with a snare. Another capsule was placed normally. The pt was not injured following the procedure.